Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2017-05752 & 1627487-05753. It was reported the patient experienced pain at the scs ipg site. Reportedly, the patient is small and slim and the battery was located in an uncomfortable area. Follow up identified surgical intervention was taken, during the procedure the physician found one of the patient's two scs extensions had coiled behind the ipg. The physician decided to explant and replace the extension. The scs ipg was not moved and remained in the same pocket.

Event description:
Follow up information received identified the patient's reported issue had improved.